Event description:
It was reported that during the procedure, the patient had a perforation of the right ventricular (rv) lead. The lead was removed and a different lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that there was blood on the helix and within the sleevehead.